Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was intermittently warm to the touch and the basal iq function did not suspend insulin delivery when bg was at 67 mg/dl. Bg elevated soon after. As contact did not have the pump at the time of the report, a system check with tandem technical support (cts) was unable to be performed. Customer's bg was 300 mg/dl. Although multiple attempts were made by cts to obtain additional information and perform a pump system check, contact/customer did not reply.